Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. "The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. ¿select patient information cannot be provided due to regional privacy regulations". S/w version 2.9d. Retainer ring = unknown . Pump case: ngp . The patient returned pump for alleged to communication to devices observed on (B)(6)2020. Received the pump with missing retainer ring. Unable to perform the displacement test. The pump failed the self test due to pump error 63. Successfully downloaded history files and traces using thus. The pump connected successfully to bg meter, transmitter, and sensor. Sensor calibrated successfully during analysis. Verified the pump alarmed pump error 63 on (B)(6)2023 06:22:17.000 with variable 03 and pump error 4 on (B)(6)2023 06:22:15.000. Keypad overlay was peeled and keypad traces were inspected and found pins 3 and 6 of u1. Confirmed pump error 63 variable 3 due to cracked solder joint on u1. Pump error 4 was a consequence pump error 63. Test p-cap and reservoir do not lock properly into reservoir compartment during testing due to missing retainer ring. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: cracked reservoir tube lip, cracked keypad overlay, missing o-ring (reservoir tube), stained keypad overlay, detached retainer, pillowing keypad overlay, and faded end cap address label. The pump connected successfully to bg meter, transmitter, and sensor. Sensor calibrated successfully during analysis. No communication between pump and devices not confirmed. Confirmed pump error 63 variable 3 due to cracked solder joint on u1. Pump error 4 was a consequence pump error 63 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer reported issue in pairing. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued using the device and device was reported for analysis.